Event description:
It was stated that the pump alarms for upstream occlusion at startup. There was no patient involvement.

Manufacturer narrative:
Received one device. Functional testing was able to be confirmed the customer concern. The cause of the reported issue was air bubble on downstream occlusion sensor (dso) seal , which caused the sensor to decalibrate and the pressure alarm to appear earlier ( to early ) and therefore resolved by replacement dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.